Manufacturer narrative:
Ge healthcare's investigation is completed. A gehc local field team was dispatched to the customer site to obtain scan specific info and to investigate the environmental conditions. The investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm and rf safety monitor checks). A ge healthcare field engineer tested the mr system and it was found to be operating within specifications. The system is designed to comply with iec (B)(4), including the requirements intended to minimize the likelihood of patient warming. The mr safety guide provides warming and safety instructions regarding patient warming and the use of devices, such as monitors, during scanning. In addition, medrad labeling cautions the user to properly insulate the ECG lead cables from the skin surface of the pt. According to the details of the event, a piece of paper was used as insulation between the lead cables and the skin surface. The site continues to use the monitor without further incident.

Event description:
It was reported that a pt was being scanned for a lumbar spine exam. The pt was sedated and was being monitored with a monitor manufactured by medrad. The monitor was believed to be mr compatible, therefore there is no indication of user error. When the pt was removed from the scanner, a 1 cm blister was noticed under the pt's left breast along the chest wall, where one of the ECG electrodes had been placed during the exam. The pt was instructed to apply cortisone to the affected area upon discharge and to follow up with her physician as needed. The pt developed a blister that was later diagnosed as a fourth-degree burn. The physician prescribed silver sulfadiazine to treat the affected area. The pt was positioned head first supine with arms at side. Ge recommended padding was used. The pulse sequences used were: 3pl loc, 3pl loc, sag t2 flair, sag t2 frfse-xl/90, sag t1 flair, sag t2 frfse-xl/90, ax t2 frfse-xl/90 and ax t1 fse-xl/90. The duration for the series was as follows: 3pl loc = 0:23; 3pl loc = 0:23; sag t2 flair = 3:15; sag t2 frfse-xl/90 = 2:53; sag t1 flair = 3:15; sag t2 frfse-xl/90 = 2:34; ax t2 frfse-xl/90 = 4:23 and ax t1 fse-xl/90 = 3:59. The total duration of the scan was 35 mins.